Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt in (B)(4) 2014. Doi and the initial setting pressure are unknown. After implantation, the surgeon tried to change the setting pressure, but it could not be changed by the programmer. Since the patient complained of a headache, the device was replaced with ns9002. The patient¿s condition is stable after the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected, needle holes in the needle chamber and a tear/cut in the silicone housing over the siphon guard was noted. The valve was tested for programming. The valve passed the test. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and base plate. Review of the history device records confirmed the valve product code ns9008, with lot crhbh1, conformed to the specifications when released to stock on the 18th july 2014. The root cause of the tear/cut in the silicone housing is probably due to a sharp or pointed object coming in to contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.